Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is 22 mmol/l. Nothing further reported.

Manufacturer narrative:
The pump passed displacement and rewind tests. The motor was tested outside of the unit and it passed. The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.